Event description:
It was reported that the patient was unable to adjust her stimulator. The patient was reaching the upper limit on amplitude and rate prematurely before she was actually getting to her programmed limit. The impedance was <70 ohms. A short was found between 11 and 12, which was one of the patient's main programs. Reprogramming was done. The lead was checked and the patient still had an impedance problem. The extensions and the stimulator were replaced; the lead remained implanted. See MFR's report # 2182207-2008-01265.

Manufacturer narrative:
Final device analysis of the stimulator revealed no anomaly found - implantable neurostimulator is functionally okay. Final device analysis of extension revealed no significant anomalies - extension okay but insulation cut at distal end. Final device analysis of extension revealed a reliability non-conformance. The #3 wire shorts to the #4 connector when pressure is applied at the location when the boot was sutured. This corresponds to the #11 and #12 circuits if used in the #8-15 port.